Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated he got a reading of 502 mg/dl and then a reading of 30 mg/dl. Readings were taken within 10 minutes of each other. No adverse event. The meter and test strips are being returned and replaced.